Event description:
It was reported that intermittant occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose was in the 279-400 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.